Event description:
Boston scientific received information that this patient was being evaluted and a shocking impedance measurement greater than 200 ohms was revealed. The caller reported a current shocking impedance measurement of 89 ohms. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the measurements with the caller and explained device operation. No other adverse events have been reported. This product issue will be updated if additional information is received.